Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that after an unrelated surgery on (B)(6) 2016, the patient experienced pain in the legs and feet and the consumer was unable to the second program that the patient should have. It was noted that the device was turned off for the unrelated surgery. On (B)(6) 2016, the consumer turned up stimulation to 1.0v but the patient still had pain in the feet, so they turned it down. Interventions/troubleshooting already performed included doing steps the patient usually did such as synching and increasing amplitude. During the initial time of the report, the consumer was walked through normal steps of synching. The consumer confirmed seeing the 1 above the amp icon and 0.7v. The consumer was instructed to toggle over to the right, and nothing moved on the screen; this was done multiple times with no changes. The consumer reported that the patient had 2 programs prior to surgery, and now he did not; program 2 was not available. It was noted that the patient was still in the hospital as of (B)(6) 2016. It was also reported that there was a change in therapy coverage located at the lead; this was considered a sudden change in therapy/symptoms. Additional information received from the consumer on 02-jun-2016 reported that the patient was to meet with a manufacturer representative on (B)(6) 2016, but the appointment was cancelled. The consumer had not had a chance to call the rep to reschedule another appointment or call the healthcare professional¿s office as of (B)(6) 2016. It was noted that the issue was still ongoing; the consumer planned to try to contact the manufacturer representative again. Additional information received from the consumer on 13-jun-2016 reported that an appointment with the healthcare professional was made then cancelled because the issue was resolved and the patient was doing fine. The patient¿s indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.